Manufacturer narrative:
The device was received by depuy synthes power. The device was evaluated and the reported condition of "noise" was not confirmed. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device experienced "noise." The device was not used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.